Event description:
When dr slid the guidewire out of the lumbar catheter, the pt experssed that he was in pain. Dr removed the cathter and found that the tip of the catheter was broken. The dr has performed this type of operation several times and feels it is difficult to slide the guidewire out of the lumbar catheter every time.